Event description:
An error message was reported with the adc device. Customer received an unspecified error message on their reader display and was unable to obtain readings. As a result, customer experienced "legs suddenly feel weak" and was unable to self-treat, requiring treatment of a can of coke provided by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification .a valid lot number was not provided for the strips. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips , no trends were identified that would indicate any product related issues. Reader (B)(6)has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and all results were satisfactory. Error message was not observed. Therefore, issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified error message on their reader display and was unable to obtain readings. As a result, customer experienced "legs suddenly feel weak" and was unable to self-treat, requiring treatment of a can of coke provided by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received an unspecified error message on their reader display and was unable to obtain readings. As a result, customer experienced "legs suddenly feel weak" and was unable to self-treat, requiring treatment of a can of coke provided by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips , no trends were identified that would indicate any product related issues. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and all results were satisfactory. Error message was not observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.